Manufacturer narrative:
The ge service rep found multiple screws on the control panel processor pcb loose. He tightened all ground screws and verified power to proc. No adjustment was required. He rebooted the unit multiple times and verified unit operation. Unit fully functional and operating as intended.

Event description:
The customer reported that a keyboard error code displayed on the system. The customer rebooted the unit to clear the error. No patient injury occurred.